Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer¿s blood glucose was high due to not having usable insulin in the cartridge, boluses were taken to address the issue. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.